Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge leaked. Reportedly, the contact was unable to determine where the leak was coming from as there was leakage all over the cartridge. The customer's blood glucose level was 205 mg/dl and it was addressed by changing the cartridge. Insulin delivery was resumed.